Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range pace impedance measurements when programmed to a bipolar configuration. Pace impedance measurements were within an acceptable range when programmed to a unipolar configuration. All other lead measurements were noted to be stable and within an acceptable range. A lead fracture was suspected. The lead will be evaluated during an upcoming device replacement procedure. No adverse patient effects were reported.

Manufacturer narrative:
As of today, the lead remains in service. This investigation will be updated should further information be provided.

Event description:
Additional information was received that during a routine device replacement procedure for normal battery depletion, the rv lead was capped and surgically abandoned. A new rv lead was successfully placed without incident. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.